Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient complained of chest pain and experienced diaphragmatic stimulation . It was also reported that the atrial lead exhibited high impedance, and not capturing. Transmission report revealed atrial sensing threshold measurement below range. The atrial lead was re positioned and remains in use. In addition an right ventricular (rv) lead was implanted. No patient complications have been reported as a result of this event.